Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information a DHR was unable to be performed for lot number 06c1748182 (06c1748182-004) due to the lot number being untraceable. At this time, we are uncertain whether the lot number provided is incorrect or if the instrument has aged to a point where historical data is no longer accessible. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments from this facility are 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Tecomet is closing this complaint since the device has not been returned within the established timeframe. Complaints may be reopened for further investigation should the device be returned at a later date. We are unable to determine why the rivet popped due to no device being returned for investigation. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.